Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a closer s device after an interventional procedure. The unspecified vessel was reported to be mildly calcified. A cuff miss occurred. A perclose at device was used to successfully complete the procedure. There were no reported adverse pt effects. No add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.